Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: gel mentor breast implant of unknown type. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with gel mentor breast implants of unknown type and experienced rupture on the right breast implant and bilateral capsular contracture baker grade unknown. The patient experienced granuloma, ptosis and dissatisfaction with procedure on the right breast implant. The patient experienced ptosis and dissatisfaction with procedure on the left breast implant. The rupture and capsular contractures were confirmed by the healthcare professional by MRI. As a result, the patient had undergone removal and replacement with gel mentor breast implants of unknown type on (B)(6) 2018. This medwatch is for the left breast implant.

Manufacturer narrative:
On (B)(6) 2021, mentor confirmed that the devices previously reported as impacted (lot 7601878, serial numbers (B)(6) were the patient's replacement devices for an explantation of two unspecified mentor gel implants in (B)(6) of 2018. At that time, the patient was not part of any clinical study. The patient is currently part of a study, however at this time there is no information to suggest they experienced any device malfunction nor adverse event with the replacement devices. Relevant fields have been updated. Since no lot number was provided, no manufacturing record evaluation could be performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/05/2021, it was reported to mento that information was properly updated as per as per information confirmed in imedidata: for the right side: -product code was updated from unk_gel implants to 3502501bc, mentor memorygel breast implant 250cc. -lot number field was updated to 7601878. -serial number field was updated to (B)(6). For the left side: -product code was updated from unk_gel implants to 3502501bc. -lot number field was updated to 7601878. -serial number field was updated to (B)(6). In addition, updates were performed as per correct coding: removed ptosis and patient dissatisfaction with procedure outcome, removed rupture (post-implant) and added rupture symptomatic (post-implant) code. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/20/2018, it was reported to mentor that the patient experienced rupture on the left breast implant. The rupture was discovered during surgery. The patient tolerated the procedure well. There were no complications. The replacement devices were gel mentor memorygel breast implant 250cc, catalog number 3502501bc, serial number (B)(4), lot number 7601878 on the left breast implant and gel mentor memorygel breast implant 250cc, catalog number 3502501bc, (B)(4), lot number 7601878 on the right breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/15/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the gel contained in the device appears cloudy. Red material was observed within the device. Gel was observed on the shell surface. Mentor product analysis lab discovered a rent at the patch junction. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the red material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/25/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).